Event description:
It was reported the epg (external pulse generator) turned on by itself. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. This device was included in the remedial action indicated in h9, but returned product testing found the device did not perform as described in the field action. (B)(4).